Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 733467, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case when going into the select patient task the software become unresponsive. The site rebooted the system and were able to select the patient. When they selected the patient the 3d model was missing except for the top of the head but the 2d views were present. The site into edit 3d model to see if the model was cropped and when they exited the 2d views also became cut off. The site had loaded the exams on (B)(6) 2021 and they appeared normal at that time. The rep had the site delete the patient and reload and the full patient exams/model was present. Archives were deleted off of the system. No patient was present.